Event description:
Boston scientific received information that this product was involved in a series of patient complications post-implant. Initially following implant, the patient developed a pocket hematoma and was treated with antibiotics with cultures testing negative at that time. The hematoma ultimately resolved but the patient then developed a superficial infection at the incision site of the device pocket. It was noted that there was no sign of greater spread to the device pocket. The patient is again being treated with antiobiotics and will undergo pocket exploration and/or revision if any further signs of infection develop. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.